Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using an unknown number of prismaflex sets, clotting was observed. It was reported the ¿filters have been clotting quickly for more than one patient¿ (no further details provided). It was not reported if treatment was ended or if there was any blood loss. There was no report of any patient symptoms, injury or medical interventions associated with the events. No additional information is available.